Event description:
A report was received via social media that the patient had infection for three days. Symptoms of oozing pus and redness at the ipg site were noted. The physician believed that there was no infection. The patient had the leads pulled out. No further information could be obtained.